Event description:
Customer reported that he had unexplained low blood glucose last year. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was low when the paramedics arrived. Customer stated that he was unconscious due to low blood glucose and wife called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.